Event description:
Device 1 of 2. Please see MFR report #1627487-2010-02784 for device 2. On (B)(6) 2010, the pt was implanted with an scs system. The doctor implanted two trial leads. The pt had good stimulation. After fifteen minutes of the stimulation running, the pt experienced excruciating pain down his left leg. The sensation persisted after the stimulator was turned off and after the pt was given a series of pain medications intravenously. The trial cables were disconnected from the leads. After five hours, the pain subsided and the pt was discharged. The leads were still implanted, but the pt was not using the stimulator. The next day, the doctor moved the leads down slightly. The pt then had a successful trial. The leads were taken out and the pt will be getting a permanent implant.

Manufacturer narrative:
Evaluation: method - the device history and sterilization records were also reviewed. Results - the device history and sterilization records were reviewed and were found to meet specifications. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.